Event description:
It was reported that balloon rupture occurred. Vascular access was obtained with ipsilateral antegrade approach. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified vessel below the knee. After the guidewire was passed through, a 1.2mmx15mmx142cm coyote fc (emerge) balloon catheter was advanced for dilatation. However, during inflation, the balloon ruptured. The procedure was completed with a 1.5mm coyote es balloon catheter. No patient complications were reported.